Event description:
Reporter alleged he obtained a result of 146 mg/dl on his advantage system while feeling hypoglycemic. Reporter stated that about 15 mins later, he took this normal 40 units of novolin n then began eating a breakfast of bran flakes and blueberries. Reporter stated that he passed out while eating, his wife called the paramedics who arrived in 5-10 mins and obtained a result of 50 mg/dl on their system. Reporter stated he was treated with a tube of glucose and orange juice before being taken to the hospital where he received a glucose IV and was kept overnight. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.